Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 18-aug-2025, the user reported that they fell on the ilet, resulting in a cracked screen that could not be fully used. A replacement device was arranged, and the user was advised to revert to backup therapy. No blood glucose impact or symptoms were reported.